Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. Upon receipt for evaluation at the manufacturer facility, paint chips were missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.